Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their pump had a thin green line going down their insulin pump display. The customer's blood glucose level was unknown at the time of the incident. Customer stated the line was small and got bigger. Troubleshooting was not completed due to dropped call. The insulin pump will not be returned for analysis.